Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the unit display was tested and found to have a missing segment. The customer opened the unit, soldered the display contacts, and reported that the unit now works properly. There is no patient involvement associated with this event.